Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The distal and proximal stems were received with the cocr head and the inlay mounted on the proximal stem. The outer articulating surface as well as the rim of the inlay has scratches and nicks. Scratches can also be found on the visible part of the metal head. The distal and proximal stems show damages from the revision surgery in the form of scratches and nicks. No bone "ingrowth" can be seen on the anchoring surface of the proximal stem. Very little bone attachments can be found on the anchoring surface of the distal stem. The connection pin of the distal stem is fractured in the non-blasted area and the proximal part of the connection pin is still assembled to the proximal part of the stem. On the proximal fracture surface some polishing can be seen, especially along the edge. On the distal fracture surface polished areas can be seen in the medial half, while the lateral half shows some blackish discoloration. The characteristics of both, the proximal and the distal, fracture surfaces point to a fatigue fracture with the origin located on the lateral side. On the proximal fracture part of the connection pin, surface changes adjacent to the fracture surface can be found anterolateral. Closer inspection of these changes with a low power microscope "revealed" polishing, smeared material, fretting and corrosion. The face surface of the distal stem has deformation and wear anterolateral as well as on the posterior flange, most likely due to contact with the proximal part after the fracture, which also shows wear and deformation on the posteromedial edge. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records, consisting of the surgical report and the discharge record have been provided. A review of the medical records identified that the patient underwent an initial right hip nail procedure performed due to a subtrochanteric femoral fracture. Subsequently, the patient was revised for removal of nail, implantation of a total hip endoprosthesis and complete length compensation of the preexisting leg shortening of 5 cm. The patient was revised again due to fracture of the stem. The revision surgery consisted of stem replacement, osteosynthesis with two cerclage wires and a safety "cerclage", as well as replacement of the head and insert. Photocopies of two radiographs, a pelvis overview and a right hip view, have been provided to the product surveillance team. In both images the day is cut off from the date. On both images the fracture of the connection pin of the distal stem is clearly visible with the proximal stem tilted medially. There appears to be insufficient proximal bone support; however, based on the low resolution of the photocopied images, a detailed assessment cannot be performed. Further, there are no radiographs available which document the timeframe from implantation of the stem until its fracture. Further, nine photographs of the removed and cleaned products have been received; however, those do not provide additional information that is not already covered by the visual examination. The fracture of the connection pin of the distal stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture with the origin located on the lateral side. A mixture of surface changes was found on the proximal "fracture" part, however it is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. It is not expected that the manufacturing process of the device contributed to the reported issue. If and to what extend patient- and procedure-related factors may have contributed to the event remains unknown. Therefore, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, item#: 0100402055, lot#: 2947827; protasul, s30 head, s, 28/-4, taper 12/14, item#: 302805, lot#: 302805; avantage reload cup ti ha s58 item #: p0460p58, lot#: 0001300407; avantage inlay s58 / 28, item#: p0561058, lot#: 0001300407. G2 ¿ report source foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty, and approximately five (5) years later a revision surgery was performed due to cracking noise sensation, with a normal rotation of the hip. Patient underwent a check -up procedure and the pin was found fractured. Due diligence is in progress for this complaint; to date no additional information or product has been received.